Manufacturer narrative:
On (B)(6) 2020 the ae assessor was following up with the patient regarding a reported hypoglycemic event which occurred on (B)(6) 2020. During the call the patient also reported a new complaint to the ae assessor of an incident which happened in b)(6) 2019. The initial complaint concerning hypoglycemia was the first time the patient reported a complaint to valeritas. The patient returned three devices on (B)(6) 2020 for evaluation . The results for the returned devices are as follows: device #1 - the complaint about the hypoglycemia could not be determined. There was a large air bubble observed in the medicinal vial. In the instruction for patient use guide on page 18 noted "if you see air bubbles larger than a grain of rice, the v-go may not be filled completely. Repeat step 4a to 4f in section 2 (part 2) to ensure a complete fill." This could contribute to a hyperglycemia and not a hypoglycemia event. Device #2 - the complaint about the hypoglycemia could not be determined. There was a large air bubble observed in the medicinal vial. In the instruction for patient use guide on page 18 noted "if you see air bubbles larger than a grain of rice, the v-go may not be filled completely. Repeat step 4a to 4f in section 2 (part 2) to ensure a complete fill." This could contribute to a hyperglycemia and not a hypoglycemia event. Device #3 - the complaint about the hypoglycemia could not be determined. The bolus mechanism was tested and observed no issue. The device appears to have functioned as intended.

Event description:
The patient reported he had a bg of 17 (seventeen) which required emergency treatment in (B)(6) 2019 while using the vgo 30. Patient was found unconscious and paramedics were called, treated the patient with "some glucose solution" and the patient regained consciousness after treatment. The patient stated he declined to go to the hospital after he regained consciousness. The vgo 30 device in this report was disposed.